Manufacturer narrative:
Argus case (B)(4).

Event description:
I almost choked on that thing I had to go to the hospital [choking]. That ball goes down in your esophagus and that why I had to have emergency surgery [surgery]. Than after a while it forms a little ball that goes down your throat, [accidental device ingestion]. I vomited all day and all night, [vomiting]. I could eat , couldn't drink, for 2 weeks [swallowing difficult]. Thought I was die [impending doom]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6)-year-old male patient who received double salt dental adhesive cream (poligrip cushion comfort) cream (batch number 183389, expiry date 9th september 2022) for product used for unknown indication. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started poligrip cushion comfort. On an unknown date, an unknown time after starting poligrip cushion comfort, the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant ), surgery (serious criteria hospitalization and other: gsk medically significant ), accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), vomiting, swallowing difficult, impending doom and product complaint. The action taken with poligrip cushion comfort was unknown. On an unknown date, the outcome of the choking, surgery, accidental device ingestion, vomiting, swallowing difficult, impending doom and product complaint were unknown. It was unknown if the reporter considered the choking, surgery, accidental device ingestion, vomiting, swallowing difficult and impending doom to be related to poligrip cushion comfort. Additional information: adverse event information was received on 12 may 2020 via call center representative. Consumer reported that, "I'm calling because I had to go to the hospital about poligrip, I tried all what happens is it only last for an hour. Its melts through your teeth, and then after a while it forms a little ball that goes down your throat, I almost choked on that thing I had to go to the hospital, I could eat, couldn't drink, for 2 weeks and I was wondering why, I have tried them all I am a long time user, my stomach was full of that poligrip, and I cannot find polident original anywhere I am actually waiting for an order from (B)(6), that ball goes down in your esophagus and that why I had to have emergency surgery, where can I get the pink one, original one? This product is bad, all your products are bad. I am very upset I thought I was going to die I vomited all day and all night, I lived in (B)(6) and my finance said she will buy me the polident, I am not buying poligrip anymore, I have thrown away 5 tubes, everyone I thinking the polident cream is the adhesive, wasting money over and over again. This product is very dangerous, twice I been in the hospital, and both times, they found so much poligrip in my esophagus, the doctor brought it to me after surgery, and he asked me what is it. Where am I calling ? What state? On 5 tubes? Well than keep your money. I want my life back I want to be able to eat and drink."